Manufacturer narrative:
The esophagus flange is ruptured about 80% of the circumference, no parts are missing. The blue ring of the voice prosthesis shall be circular when seen from the esophagus side. The ring of the returned voice prosthesis is deformed; it is shaped as the letter "d". This deformation is most likely caused by a wrongly performed insertion/reload. Conclusion/action judged from the damage on the flange and blue ring this is not a result of a faulty product. The device failure is most likely caused by abnormal use during the insertion procedure. Corrective and preventive action: no product fault, corrective or preventive actions are not considered necessary except from informing the customer of the importance of following the instructions for use.

Event description:
During insertion procedure the clinician found that the esophageal flange of the voice prosthesis was torn and barely connecting with the shaft of the prosthesis. The event was discovered when the prosthesis came out of the loading tube at the end of the insertion. The prosthesis was removed right away.